Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the middle third of right coronary artery (rca). After two guides passed through the lesion, a 3.00 mm x 30 mm balloon catheter was advanced for dilatation. A 4.00x38mm synergy¿ drug-eluting stent was then advanced for treatment. However, the device was unable to cross. When the device was removed, it was noted that the strut was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.